Event description:
A customer obtained troponin (accu tni) results above the ami cutoff on several patient samples. Upon re-centrifuging and re-analyzing the samples, accu tni results were in the normal reference range. The actual results were not supplied, only one example was provided. The results were reported out of the lab. 5. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are lithium heparin plasma collected in gel separator tubes. The specimens are centrifuged at 3300 rpm for 10 minutes. Customer educated the nursing staff on pre-analytical sample handling and has provided educational material. A field service engineer (fse) was dispatched; however, no details were supplied. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.